Manufacturer narrative:
It was reported that apollo was delivering the correct tidal volume but displayed inaccurate high volume values. Investigation result: an in depth investigation at mfrs site revealed the root cause for this behaviour. The high tidal volume readings appeared due to electrostatic discharge via the flexible bag holder arm into the valve plate of the breathing system, leading to overwriting of the flow measurement calibration value. Subsequently, the displayed flow values were overvalued by factors about 5 to 20. Potential effect: the flow measurement failure is obvious for the user, because the displayed value is by far too high. All other parameters are monitored and alarmed correctly. The flow measurement has no influence on the mandatory ventilation, which is continued with the values set. In spontaneous breathing modes, a mandatory volume of 50% of the setting is guaranteed. In addition, frequency and volume are always delivered by apollo corresponding to the patients breathing efforts. The MFR comes to the result that there exists no additional or increased risk for the pt. Measures: a new apollo software version has been released which prevents to overwriting of the flow calibration. All affected apollo devices will be provided with this new software version as a voluntary quality measure.